Event description:
Info received indicates the siderail fell from the bed when the pt was in x-ray. There was no impact to the pt.

Manufacturer narrative:
The tech found the siderail bracket was broken. The tech replaced the siderail to repair the bed.